Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening device assessed as surgical damage. Observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/mar/2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.